Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation findings did not lead to a clear conclusion for the event; therefore, a root cause could not be identified and cause could not be established. Additionally, the plug unit was dirty due to water leakage; however, cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a procedure, when the device was set to anti-reflective mode, a black screen appeared on the bronchovideoscope. There were no reports of patient harm.